Event description:
It was reported to philips that the system would not start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event occurrence. The field service engineer (fse) went onsite and identified that the system could not start up. Upon troubleshooting, the fse identified that the communication between host pc and ippc was lost. The philips engineer restored host pc and ippc. Following repairs, the system was returned to use in good working order the codes were updated based on the investigation outcome.